Manufacturer narrative:
To date, the device has not been returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had broken lens. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d8, d9, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the broken lens occurred due an excessive use. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue was found at the beginning of a diagnostic cystoscopy. The intended procedure was finished with a similar device, and no delay was reported.